Event description:
Medtronic received info that this bioprosthetic valve, implanted 32 months, was explanted due to stenosis with regurgitation and a peak gradient of 40 mm/hg. It was reported that the pt had outgrown the valve.

Manufacturer narrative:
Evaluation results: device history review found the product met specs when released for distribution. Conclusion code: other = cause of event related to pt condition. Analysis: upon receipt at medtronic's quality laboratory, visual inspection revealed two stents, one within the other, with remnants of host tissue attached. Remnants of glistening off-white pannus remain attached to the stents. Radiography shows a remnant of mineralization to one end of the stent. Conclusion: review of device history records revealed that the conduit met all mfg specifications for product released to distribution. No issues were noted that would have impacted this event. The IFU states "as this conduit is indicated for pts aged less than 18 years, reoperation and replacement of the contegra pulmonary valved conduit may be indicated because of the pt's physical growth". Based on the surgeon's comments that the child has outgrown the conduit, it is most likely that factor, linked with the analysis findings of pannus contributed to the reduced performance. Medtronic will continue to monitor field performance to detect similar events, should they occur.